Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: hcg false positive was not replicated in-house with retention products. Retention (n=29) devices were tested with in-house clinical hcg negative urine samples and 4 miu/ml hcg urine control, all results were negative at 3-4 minutes read time and met qc specification. No false positives were obtained. Mfg batch record review did not uncover any abnormalities. Per issue, the patient has blood and protein 100 mg (++) in urine sample. Root cause could not be determined without patient specimen in-house analysis.

Event description:
It was reported that on (B)(6) 2018, the patient was tested on the cardinal health rapid test hcg combo test and received a positive result. Bloodwork was performed on the same day and produced a result of <2.4 miu/ml. The patient was tested again on (B)(6) 2015 and received a positive result. A blood quant was done on the same day and produced a result of <2.4 miu/ml.